Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, d10, h3, h6, h10. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 07may2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6200310164 for display - lcd /led failure/ disconnected, which does not correlate to the customers reported issue.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unresponsive keypad. A review of the device history record showed the device had a manufacture date of 05/07/2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6200310164 for display - lcd /led failure/ disconnected, which does not correlate to the customers reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (no power to keypad). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(6) pcu unresponsive keys.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.